Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the destination therapy post approval study. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. This complaint is associated with a clinical adverse event; no performance allegations were made against the devices. Review of the vad's sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that, eight days after the implant procedure, the patient presented with an increasing white blood cell count and urinalysis results indicative of a urinary tract infection (uti); the patient was started on antibiotics. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that eight day after the ventricular assist device (vad) implant procedure, the patient presented with a urinary tract infection (uti). The patient was started on antibiotics in regards to increasing white blood cell count and indicative of urinalysis results. The vad remains in use. No further patient complications have been reported as a result of this event.